Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7000 competitor implantable defibrillation lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had an electrical reset. The reset was cleared and the device is still in use. No patient complications have been reported as a result of this event.